Manufacturer narrative:
One 8.5f agilis introducer sheath received for evaluation. The extension tube had been torn proximal to the stopcock tube and remained attached to the stopcock. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the air leak is consistent with the extension tube damage. The cause of the extension tube damage remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the procedure, it was found that the introducer was cracked near the three-way stopcock and allowed air to enter. When the introducer was inserted into the blood vessel and blood was aspirated from the side port with a syringe, contamination of air was confirmed. When the introducer was pulled out again, air entered in. When the introducer was removed from the patient and checked, it was confirmed that the tube was cracked and had allowed air to enter. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.